Event description:
It was reported that bd intima-ii 18gax1.16in prn slm npvc leaked during the CT imaging, the isolation plug flew out. The defective product cannot be returned. A claim is required. A complaint reply letter and a complaint receipt letter are required. An explanation is also required as to why the isolation plug flew out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 1 photo and 2 unused samples, the sku is 383050, the batch code is 3325179. Relevant tests are carried out on the samples: 1-the distribution of uv adhesive in the catheter hub of the two samples is checked under the purple lamp, and no abnormality is found. 2-functional test (45psi leakage test) is conducted on the samples, no leakage is found, and no abnormality is found on the septum. 2. DHR/bhr review lot-3325179 1-this batch of products were assembled at intima ii auto line 4 in january 2024, and packaged at cfs package line in january 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Take the retained samples of this batch for relevant test: 1-the distribution of uv adhesive in the catheter hub of the samples is checked under the purple lamp, and no abnormality is found. 2-45psi leakage test is conducted on the samples, no leakage is found, and no abnormality is found on the septum. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system will conduct 100% inspection, which will automatically identify and remove defective products. The visual inspection system will be challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 5. The product (sku 383050) has never been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormality is found in the relevant tests of the returned samples, no abnormality was found in the product process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and the product (sku 383050) has never been declared to be used for high-pressure injection, the root cause of the septum falling off is related to the wrong use of the product.

Event description:
During the CT imaging, the isolation plug flew out. The defective product cannot be returned. A claim is required. A complaint reply letter and a complaint receipt letter are required. An explanation is also required as to why the isolation plug flew out. New information from contact with customer. Sample and photo have been returned. The indwelling needles used were all intact and undamaged. The maximum value of high-pressure injection was 325psi. The isolation plug flew off during high-pressure injection. No additional information provided.